Event description:
Alert: rv unipolar lead impedance warning on (B)(6) 2023. (B)(6) 2023 03:00:01*rv unipolar lead impedance 190 ohms. Notes: lv epi lead to can # (B)(4). Additional lv capped in abdominal pocket (B)(4). (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).